Manufacturer narrative:
The manufacturer has confirmed the event initially reported on MDR 2518422-2016-02019 was for the same event reported on MDR 2518422-2016-02507. A follow up/final report will be issued on MDR 2518422-2016-02507 for this event.

Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.